Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 70.9mm, diameter 22,6 mm, area 390 mm². During procedure, a pre-dilation was performed with a 20mm non-abbott balloon. It was noted that the valve hadn't opened fully. The decision was made to re-sheath the valve and remove it from the patient, and a different device from a different manufacturer was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of incomplete stent opening was reported. The device was returned to abbott for investigation. Visual examination showed no damage or anomalies to the stent. The leaflets had limited mobility when manually manipulated and appeared dehydrated. Due to the condition of the returned valve, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. During procedure, it was noted that the valve hadn't opened fully. The decision was made to re-sheath the valve and remove it from the patient, and a different device from a different manufacturer was implanted. The patient was reported stable.